Manufacturer narrative:
The device was returned for analysis. The unintended system motion is procedure related and cannot be confirmed in a lab environment. The material separation was confirmed. Additionally, analysis of the returned device found a posterior needle tip separation. The detached needle tip was not returned with the prostyle device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation could not determine the cause of the reported difficulties. Treatments appear to be related to circumstances of the procedure. In this case, it is possible an anterior needle to cuff miss occurred. This is more likely due to the plunger being reinserted after the reported ¿after step 1, the plunger came out.¿ then during device removal, the link was pulled by the physician once the link was exposed, to free the device from the vessel, causing the posterior needle tip to strip off. The plunger was likely inadvertently caught on a glove and released when the lever was opened. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3: date of event is estimated manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, after step 1, the plunger came out. The physician pushed the plunger back in, but the suture seemed to have already been cut [separated]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.